Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 40 mg/dl earlier in the morning. The customers husband brought juice to stabilize bg level as the customer was feeling bad due to the low bg. The customer stated the suspected cause of the low bg was due to delivering a manual injection and possibly did not give the correct dose amount. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the health care provider (hcp) to discuss factors that may affect bg level. In addition, it was reported that large air bubbles and air gap were seen in the tubing. The customer was instructed to prime the air bubbles/gap by performing fill tubing. The customers bg's were 231 mg/dl. Reportedly, the customer had changed supplies prior to contacting tandem technical support (cts) and delivered multiple manual injections and increased basal rate. It was reported that the customer uses supplies for 3 to 4 days. The customer was educated that humalog is tested for up to 48 hours. A recommendation was made to the customer to consult with the hcp before changing basal rates.